Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. At an unspecified time, the primary line of the device was programmed to deliver insulin 250 units/250 ml, at a rate of 14 ml/hr, with a vtbi (volume to be infused) of 24.7 ml, and the delivery was started. After an unspecified length of time, the device alarmed for vtbi (volume to be infused) complete. At that time, the nurse noted the device displayed a rate of 503 ml/hr, instead of the originally programmed rate of 14 ml/hr. The physician was notified and ordered blood glucose levels be drawn. The customer contact reported that the patient's "blood sugar dropped, but not dramatically." No specific values were provided. The customer contact indicated that the patient was transferred to the intensive care unit (ICU) for monitoring. The device was removed from clinical service. After an unspecified length of time, therapy was resumed using a replacement device. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.4ml from an expected delivery of 20ml. Delivery accuracy for this device required delivery of 20ml +/- 1ml ((B)(4)). The device maintained the programmed rate throughout the testing procedures. Based on the data verified, hospira could not attribute the issue to the device. The technology of the plum xlm list # 11859 does not contain a pump history that provides past programmed settings. Hospira is unable to confirm the programming of the device reported by the customer. This report represents all the information known by the reporter upon query by hospira personnel.